Manufacturer narrative:
(B)(4): the customer reported that the device failed to power up via ac power and failed to charge the battery. No adverse pt impact was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed to power up via ac power and failed to charge the battery. No adverse pt impact was reported.